Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a peritoneal suture of hernia procedure, the device's needle and suture fell off in the peritoneal cavity and it was difficult to remove the needle. There was prolonged surgery time.